Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting a damaged stimulator, the patient undergoing an MRI procedure, inadequate fixation and excessive twisting/bending/stretching have been ruled out as potential causes of the reported issue. The implanting clinician left slack in the lead between the chip and the suture at the entry point during the procedure, allowing the device to migrate and cause pain. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect surgical technique as slack was left in the lead during the procedure (user error - clinician).

Event description:
The patient reported migration of their implanted stimulator down towards the ankle and a pinching sensation when they put weight on their foot. A revision procedure was performed on (B)(6) 2022 and the waa was re-activated on (B)(6), 2022.